Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was hospitalized due to non-device related sepsis. While hospitalized, floor telemetry noted intermittent capture and asystole for up to three seconds in duration. Attempts to obtain additional information was unsuccessful. All available information indicates that this device remains in service.